Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) device had an issue with the battery charging. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) needed repairs.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) needed repairs. There was no patient involvement.

Manufacturer narrative:
E1(site country, event site postal code - (B)(6), event site state - (B)(6)). A getinge field service engineer found repair in our laboratory. Replacement of the power supply monitor board(d670-00-1166). Diagnostic tests. Functional tests. Appliance in normal operating conditions.